Event description:
The estech retractor was making a clicking noise while in the chest. The certified first assistant (cfa) asked for another one. The first one was removed from the chest wound and replaced with the new one. As the cfa placed the first retractor on the patient's towel draped legs it fell apart. A chest x-ray revealed no retained foreign bodies in the chest cavity.====================== health professional's impression======================there was no adverse event, it was removed before there was an issue. The retractor was being properly maintained, perhaps poor design by the manufacturer.